Event description:
As reported by the user facility: the streamline is leaking for the nss line thread. We were able to change out the nss line and it worked so it must be the threading of the nss line connector.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Through visual examination, no visual defects or abnormalities were observed. The samples were subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. The results of the test noted no leakage occurred. The samples were then occlusion testing and the results showed no occlusion or blockage was observed. The returned samples from this lot are within specification; the reported defect could not be replicated or observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.